Event description:
Analysis identified a non-conformance of the returned non-complaint echelon. Medtronic received information that an echelon catheter had resistance in the middle of the naiven catheter. During the surgery, echelon could not be pushed in the middle catheter, the resistance was too large, and it could not be pushed out of navien. After all the systems were withdrawn, it also could not be pushed in vitro. Catheter from other manufacturer was pushed smoothly in navien. This issue also happened after replacing a navien and echelon. The operator on the stage reported that when holding the echelon, the surface was not very smooth, not as smooth as before. The devices were prepared according to the instructions of use (IFU). The catheter was flushed as per IFU. The patient was being treated for an aneurysm. The access vessel was the femoral artery with a diameter of 5mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported.

Manufacturer narrative:
H3: product analysis #: (B)(4). Equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): two echelon-10 micro catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter inner pouch. Visual inspection/damage location details: due to the condition in which the echelon micro catheters were returned it could not be determined which pli or product event each echelon-10 micro catheter corresponds to. (Echelon 1) the echelon-10 total length was measured to be ~155.7cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or distal tip. The catheter body was found to be kinked at ~114.6cm from distal tip. The coating on echelon body appeared to be flaking at ~66.7cm from distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. (Echelon 2) the echelon-10 total length was measured to be ~154.8cm. The echelon-10 useable length was measured to be ~147.0cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub; however, blood residue was found within hub. No bends or kinks were found with the catheter body. No damages were found with the distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coating removal during use¿ was confirmed; however, the root cause could not be determined. A possible contributing factor to ¿coating removal during use¿ include the use of insufficient catheter flush. Based on the device analysis and reported information, the customer¿s report of ¿difficulty navigation¿ could not be confirmed. Possible contributing factors to ¿difficulty navigation¿ include the use of an incompatible device or damage to catheter. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.